Event description:
The hcp reported a pt experiencing increased spasms, an increase in numbness in the hands and an inability to walk. The pt had undergone a catheter revision approx one month prior to the reported symptoms. A csf leak was suspected, so the pt was brought to the or. Inspection of the wound showed some spinal fluid regurgitating out the catheter track from the interspinous area. Dissection was carried into the paraspinous musculature. This was done so that raw surfaces of tissue were present around the catheter, then these were reapproximated. The pocket in the subcutaneous area was abraided linearly. The wound was closed in multiple layers with reduction of the dead space performed with suture. A lumbar drain was then placed in the l5 - s1 level. Clear spinal fluid was observed spontaneously from the catheter. A patch was performed with fibrin glue. The pt was returned to the recovery room in stable condition. No complications were noted. F/u with the hcp indicates the pt is doing well with no complaints or problems with the device system.